Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 receiver was in debug mode. The product was evaluated. A external visual inspection was performed and passed. A charge and boot test was performed and passed. A receiver function test was performed and passed. A review of the share logs were performed and failed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 receiver was in debug mode. Data was provided for investigation but does not reflect the alleged device. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.